Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right artery. The 95% re-stenosed, 16.5x2.75mm, eccentric, target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.75mm x 20mm maverick²¿ balloon catheter was advanced for dilatation and upon first inflation at 5atmospheres for 2 seconds, the balloon ruptured. The device was removed and noted that the tip of the device was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).